Event description:
Per the clinic, the patient experienced an opening and drainage. Subsequently, the patient underwent a wound revision surgery (specific date not reported). The implanted device remains.

Manufacturer narrative:
Per the clinic, the patient experienced an infection at the implant site followed by a tissue breakdown (open wound). The patient was treated with oral antibiotics for a month (specific date not reported) and was placed under general anesthesia on (B)(6) 2024 for the wound revision surgery.

Manufacturer narrative:
Per the clinic, the patient experienced an extrusion of the receiver/stimulator and subsequently, the device was explanted on (B)(6) 2024. It is unknown if there are plans to reimplant the patient with a new device as of the date of this report. Device analysis report attached.